Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level around 30 (mg/dl). Reportedly, the customer was unsure of the suspected cause; however, reported that the pump was performing as intended and there was no issues with the pump. Glucose tablets and carbohydrates was consumed to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 30 mg/dl was not entered into the pump by the user. The user allowed the continuous glucose monitor (cgm) session to expire and did not start a new session for several hours on (B)(6)2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. A 4.05 unit bolus for 50 grams of carbohydrates was requested and delivered by the user whiles still having insulin on board. Allowing the cgm sensor session to expire prevents the user from continuously monitoring bg and potentially addressing an impending low bg. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.